Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure is user error. Per the surgical technique, the sutures should be tensioned perpendicular to the button face. The sutures will break when pulled against the edge of the hole in the button (not perpendicular). Eco-37907 was implemented to improve the design of the button to reduce these failures due to misuse.

Event description:
On 14th april 2023, it was reported by a sales rep via email that a ar-1588rt-ib (tightrope® ii rt, recon ib¿) snapped while passing graft. This occurred during an acl reconstruction procedure on (B)(6) 2023. The tightrope construct was salvaged and the procedure was completed successfully as per standard graftlink technique.